Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed one ruby coil into the target vessel using the lantern. Then, the physician experienced resistance while advancing the next ruby coil through the distal tip of the lantern, and subsequently the physician decided to remove the ruby coil. While retracting the ruby coil, it unintentionally detached inside the lantern. Therefore, the lantern containing the detached ruby coil was removed and the ruby coil was flushed out. The procedure was completed using five additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.